Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 212mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. No issues were evident with the outer shaft and inner wire lumen and the bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis reported on (B)(6) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 22 x 3.50mm, eccentric, diffused target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending (lad) artery. Following the insertion of a 7f non-bsc guide catheter and guide wire, pre-dilatation was performed with a 2.5 x 12mm maverick balloon catheter which resulted to an 80% residual stenosis. Subsequently, a 3.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion, even after several attempts. The device was removed and the procedure was completed with a 3.5 x 22mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.